Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged at an unknown time. It was discovered during an atrial flutter ablation procedure. The physician attempted to reposition the lead. They removed the lead to check the helix before the repositioning and discovered that the helix would not fully retract or fully deploy even after several rotations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. There was an observation with the monolithic controlled release device that contains the steroid. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the fixation site damaged, which prevents proper torque transfer when turning the is-1 pin. If information is provided in the future, a supplemental report will be issued.